Manufacturer narrative:
(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated and leaked. The following information was received by the initial reporter with the verbatim: details of complaint (reported issue): the inside rubber piece on the bag where it is spike has been separating. The chemo unit normally primes their IV lines with normal saline or dextrose and then spikes the chemo when it arrives from pharmacy. On 2 occasions now the rubber piece detached and remained on the spike of the IV lines. This happened again but with a bag of chemo. The nurse went to check how much chemo was left in the bag and noticed that the chemo was dripping around the spike portion of the bag. Complaint noticed: during / after use. Customer exposure: patient injury: no.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated and leaked. The following information was received by the initial reporter with the verbatim: details of complaint (reported issue): the inside rubber piece on the bag where it is spike has been separating. The chemo unit normally primes their IV lines with normal saline or dextrose and then spikes the chemo when it arrives from pharmacy. On 2 occasions now the rubber piece detached and remained on the spike of the IV lines. This happened again but with a bag of chemo. The nurse went to check how much chemo was left in the bag and noticed that the chemo was dripping around the spike portion of the bag. Complaint noticed: during / after use. Customer exposure: patient injury: no.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0007 lot number 23035443 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.